Event description:
It was reported by a company representative that a vns patient had passed away due to unknown reasons. Follow-up was made with the patient's treating nurse who indicated the patient had not been since 2007, as the patient lives in a group home. The treating neurologist became aware the patient was deceased through their database which indicated the patient as deceased. The neurologist did not have any further information regarding the patient, group home, or other treating physician. Nonetheless, it was known the patient suffered from lenox gaustaut. At the moment good faith attempts to obtain additional information have been unsuccessful to date.